Manufacturer narrative:
Several attempts were done in effort to retrieve the battery for aseptic transfer kit, serial number (B)(4), without success. The device was not returned for complaint investigation. Therefore, it could not be visually inspected in an effort to confirm the defect. Device history record review was performed and no issue was discovered during the manufacturing process that could explain the reported defect. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the battery for aseptic transfer kit 89-8510-440-20, serial number (B)(4) did not work. The surgery delay was 40 minutes. The surgery was completed with another handpiece and another battery. There was no additional harm or injury to patient/operator reported.